Manufacturer narrative:
Analysis of the pump revealed a pump motor/gear train anomaly/corrosion and/or wear and/or lubrication, as well as pump motor/gear train anomaly/stall due to shaft-bearing.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID 8598, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Event description:
Information was received from a company representative regarding a patient receiving gablofen 2000mcg/ml at 219mcg/day via an implantable pump. The indication for use was intractable spasticity. The patient's pertinent medical history included cerebral palsy. The other medications the patient was taking was tizanidine 2mg, baclofen 20mg, carbamazepine 100mg, topamaz 25mg, claritin 10mg, and estradiol, 0.5mg. On (B)(6) 2015 the patient developed withdrawal symptoms (actual symptoms not reported). The patient was then treated with oral baclofen. A motor stall was seen at initial interrogation. The patient had a pump motor stall (B)(6) 2015 and it did not recover, stopped pump period may exceed tube set. There was no emi/magnetic ie, MRI interaction with the pump. The pump was replaced (B)(6) 2015. Per the healthcare provider the cause of the motor stall was not determined, pump malfunction.